Event description:
It has been reported to the co that during the procedure a dissection was noticed. The physician inserted the guide into the pt and advanced forward into the vessel. The physician attempted pci was performed on the lesion. The physician inserted the stent delivery catheter and placed the stent. The physician looked on the fluoroscope and noticed the angiographic appearance was worsened due to dissection. The physician inserted a balloon pump. The pt is reported to be fine.